Event description:
Boston scientific received information that the patient implanted with this product developed an infection. A representative from another manufacturer noted that a system explant was planned; however, the device would be re-used with another manufacturer's rv lead to provide temporary pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information suggest that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.